Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. There was sufficient leaflet calcium as well as left ventricular outflow tract (lvot) calcium below the left and non-coronary cusps. The annular dimension of the native valve was annulus perimeter 71.3mm, area 393.8mm2. During procedure, the implant depth at 80% was 3-4mm on the non-coronary cusp and 1-2mm on the left coronary cusp. After release of the valve the physician asked the echocardiogram (echo) technician (tech) to look at the valve. At that time there was a pressure drop and which slowly normalized. The echo tech continued to look at the valve but was having issues getting a good image. Then the physician asked the echo tech to step away and we looked under fluoroscopy, it was noted the navitor valve was migrated above the annulus, a few millimeters into the sinuses, towards aorta. The physician snared and moved to valve further up to allow space to deploy another valve. A new 23mm non-abbott valve was implanted. The physician mentioned the cause of migration was too high of an implant and slightly constrained at the lvot and two calcium bars that extended from annulus down to lvot could have also aided in the valve slipping up. The patient was reported stable after case and will follow up.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration, improper or incorrect procedure or method, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the migration was related to the high initial implant depth and challenging patient anatomy (valve slight constrained at lvot, 2 calcium bars that extended from annulus down to lvot that could have affected valve position). The provided angiographic data was reviewed by an abbott national product trainer - tavi. Based on all available information, the reported migration appears to be related to a combination of procedural conditions and challenging patient anatomy. The reported improper or incorrect procedure or method is related to the user snaring the valve after implantation. This deviation does not appear to have caused or contributed to any reported issues. Therefore, a letter will not be sent to address this deviation. A cause for the reported hypotension could not be conclusively determined. The reported unexpected medical intervention and surgery were results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.